Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. X-ray was reviewed which confirms the screw fracture and can been seen in right s1. Screw fracture occurred on the more distal end of screw shank. Device IFU was reviewed and the following was found relevant: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Bending, disassembly or fracture of any or all implant components. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred. Delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. Due to no product information, no product return, and no additional information being provided, the root cause could not be determined conclusively. Some potential causes for reported event include delayed healing or non-union, external trauma, excessive force applied during insertion and/or improper placement of implant.

Event description:
It was reported via x-ray that an unknown xia screw fractured post-operatively. It is not known at this time if revision surgery is scheduled or will be performed.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported via x-ray that an unknown xia screw fractured post-operatively. It is not known at this time if revision surgery is scheduled or will be performed.